Manufacturer narrative:
B3: date of event and d5: operator of device are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the peep is not working correctly. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Device analysis and functional testing verified that the positive end-expiratory pressure (peep) was out of specification, high pressure alarmed. The cause was the peep was out of specification. Calibrated the peep needle back into specification and the device passed functional testing after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.